Event description:
Philips received a complaint by the customer on the v60 indicating a device malfunction as the point settings were unresponsive. Clicking settings had no effect. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that the point settings were unresponsive. Clicking settings had no effect. The investigation is ongoing.